Event description:
Customer reported that patient experienced issues with touchscreen sensitivity, causing it to black out during unlocking or bolus attempts. There was no reported impact to the customer's blood glucose level. Customer declined troubleshooting, so no corrective actions were taken, and the case was documented and closed without further intervention.